Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replaced battery alarm. Customer stated they did not received low battery alert prior to replace battery alarm. Customer also reported battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label missing. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to a problem isolated to electrical board.